Manufacturer narrative:
Of the 7 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 7</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-63 years of age and between 65 and 200 pounds. Of the reported patients, 6 were male, 1 was female, and 0 were unknown.